Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID - 2134265-2013-045465. It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via radial artery. The 90% stenosed target lesion was located in the severely calcified and severely tortuous subclavian vein. After the physician successfully implanted a 10x40x75 epic stent in the target lesion, they attempted to deploy a 12x61x75 epic stent. However, the struts of these two stents got "matted". They used a non-bsc balloon for dilatation, upon withdrawal, the balloon caught in the struts of the stents. The balloon was removed, however, the overlap part of the two stents got damaged during the process. The position of the epic stents were not good and the 12x61x75 epic stent was not properly deployed. The physician used a non-bsc graft stent to complete the procedure. No further patient complications were reported and the patient's status was good.